Manufacturer narrative:
There are no allegations of system or component failure and no indication of infection. Poor healing of surgical wounds is a known risk of invasive procedures.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2023. During a post surgical follow up visit with the physician it was noted that the implantable pulse generator (ipg) was exposed. The physician elected to explant the entire system due to the exposed ipg.